Event description:
Related manufacturer reference number: 1627487-2019-05954. Follow up information received that the patient underwent surgical intervention in which both leads were explanted and replaced. Effective therapy was restored post operation.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Mfg report reference: 1627487-2019-05954. It was reported that the patient experienced lead migration. The patient reported a fall in addition to the lead migration. The patient may undergo surgical intervention.